Manufacturer narrative:
MFR site zip/post code: (B)(4).

Event description:
Proactif clinical study. It was reported that this patient was hospitalized and treated for increased dilatation of the bile ducts. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with y-90 therasphere was performed on the same day. A total of 6.2 gbq was administered to the right anterior sector (segments v/viii). On (B)(6) 2022, 30 days post-index procedure, the subject presented for one month follow-up visit. Abdominal and pelvic MRI scan during that visit revealed adenocarcinomatous lesion (subtype of colorectal cancer) and an increase dilatation of bile ducts in the peripheral of the mass especially in the right exterior sector and at the centro hepatic level which indicated cholangitis (possibly radiation induced). On (B)(6) 2022, the subject was hospitalized for increased dilatation of bile ducts. On (B)(6) 2022, endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. On (B)(6) 2022, abdominal and pelvic CT scan was performed which showed large necrotic centro hepatic lesion with irregular contours. There was overall stability in size of the pseudo cystic mass centro hepatic. The supra hepatic veins were permeable, but still repressed by the mass especially the middle one. It was noted that this was increased bile dilatation was complicated by acute pancreatitis. At the time of reporting, the outcome of the event was considered not resolved and the subject still remained hospitalized.

Manufacturer narrative:
D3 & g1: manufacturer address 1: chapman house, farnham bus park. D3 & g1: manufacturer zip/postal code: gu9 8ql.

Event description:
Proactif clinical study: it was reported that this patient was hospitalized and treated for increased dilatation of the bile ducts. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with y-90 therasphere was performed on the same day. A total of 6.2 gbq was administered to the right anterior sector (segments v/viii). On (B)(6) 2022, 30 days post-index procedure, the subject presented for one month follow-up visit. Abdominal and pelvic MRI scan during that visit revealed adenocarcinomatous lesion (subtype of colorectal cancer) and an increase dilatation of bile ducts in the peripheral of the mass especially in the right exterior sector and at the centro hepatic level which indicated cholangitis (possibly radiation induced). On (B)(6) 2022, the subject was hospitalized for increased dilatation of bile ducts. On (B)(6) 2022, endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. On (B)(6) 2022, abdominal and pelvic CT scan was performed which showed large necrotic centro hepatic lesion with irregular contours. There was overall stability in size of the pseudo cystic mass centro hepatic. The supra hepatic veins were permeable, but still repressed by the mass especially the middle one. It was noted that this was increased bile dilatation was complicated by acute pancreatitis. At the time of reporting, the outcome of the event was considered not resolved and the subject still remained hospitalized. On (B)(6) 2022, the subject was discharged from the hospital. It was further confirmed that acute pancreatitis occurred due to cholangitis.

Manufacturer narrative:
Correction to fields d3, g1. G1. MFR site zip/post code: gu9 8ql.

Event description:
Proactif clinical study: it was reported that this patient was hospitalized and treated for increased dilatation of the bile ducts. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with y-90 therasphere was performed on the same day. A total of 6.2 gbq was administered to the right anterior sector (segments v/viii). On (B)(6) 2022, 30 days post-index procedure, the subject presented for one month follow-up visit. Abdominal and pelvic MRI scan during that visit revealed adenocarcinomatous lesion (subtype of colorectal cancer) and an increase dilatation of bile ducts in the peripheral of the mass especially in the right exterior sector and at the centro hepatic level which indicated cholangitis (possibly radiation induced). On (B)(6) 2022, the subject was hospitalized for increased dilatation of bile ducts. On (B)(6) 2022, endoscopic retrograde cholangiopancreatography (ercp) procedure was performed. On (B)(6) 2022, abdominal and pelvic CT scan was performed which showed large necrotic centro hepatic lesion with irregular contours. There was overall stability in size of the pseudo cystic mass centro hepatic. The supra hepatic veins were permeable, but still repressed by the mass especially the middle one. It was noted that this was increased bile dilatation was complicated by acute pancreatitis. At the time of reporting, the outcome of the event was considered not resolved and the subject still remained hospitalized.